Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that while deploying the 3.5 x 12 mm promus stent of inflation up to 16 atm, trying to go to 18 atm; the balloon popped at just 16 atm as going up. No pt injury was reported. No pt effects were reported.